Event description:
Boston scientific received information that during the device replacement procedure, the right ventricular lead was stuck in this device header despite loosening the device setscrews. A bone cutter was used to free the lead. The right ventricular lead was not reused due insulation damage. The device was explanted and replaced. The lead was abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. A request for the product return was sent to the representative. If the product is returned or if additional information becomes available, this report will be updated.